Event description:
It has been reported that the needle spinal s/su 25ga 3-1/2in quincke has been found experiencing leakage during use. The following has been provided by the initial reporter: when introducing the device in the patients in order to perform the therapy on oncologic patients, it is observed the needle bends, occurring leakage of the cytotoxic medication.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 405180 lots 8219864 to investigate for this record. Unfortunately, as a result, bd was not able to verify the reported issue or determine a definitive root cause. The manufacturing records were reviewed for the incident lot and no discrepancies or non-conformances were reported that could have contributed to the reported condition of bent needle nor connectivity. Based on the device history report review, no malfunctions, such as jam, damage sensors were reported. Needles with angularity discrepancies above the specification should presents difficulties on the shield assembly process. Multiple inspection efforts were completed to comply with standards as part of acceptance criteria disposition. A corrective action plan, CAPA#(B)(4), has been implemented for the assembly, packing, storing and handling process. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8219864, medical device expiration date: 2023-08-31, device manufacture date: 2018-09-10, medical device lot #: 8123881, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-11, a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle spinal s/su 25ga 3-1/2 in quincke has been found experiencing leakage during use. The following has been provided by the initial reporter: when introducing the device in the patients in order to perform the therapy on oncologic patients, it is observed the needle bends, occurring leakage of the cytotoxic medication.